Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the reset button did not function. The alarm silence led and breath delivery indicator led flashed simultaneously. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.